Manufacturer narrative:
To date the incident sample has been received for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Additional device: bifurcated stent graft; model number: ba22-70/116-30, lot number: 1047028-010, release date: 10/302012, lot expiration date: 09/30/2015.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated device and a suprarenal aortic extension. Upon follow- up, computed tomography revealed 3a and possible 3b endoleak. The physician elected to explant the graft on (B)(6) 2015. Patient is stable.